Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission: 02/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/21/2016 with the following findings: the pump's black box data from the date of the event had been overwritten due to continued use of the pump. Low battery warnings and replace battery alarms were observed in the current black box history. There was evidence of discharged batteries being inserted into the pump observed in the current black box history. The pump's current draws were within specifications. The battery compartment was found to be cracked on the side, extending from the threads to the case seal. There was no evidence of moisture found inside the battery compartment. The pump case was removed and no intermittent conditions or moisture was found inside the pump.